Event description:
The consumer reported discrepant results with the covid-19 at-home test. On (B)(6) 2022 the consumer began experiencing symptoms that included a fever, runny nose, and fatigue. On (B)(6) 2022 at approximately 6:00 pm the consumer performed a covid-19 at-home test and the result was negative. On (B)(6) 2022 at approximately 12:00 pm the consumer performed a covid-19 at-home test and the result was positive. It was noted that there was a tiny bit of blood in the mucous after swabbing the nose. A pcr test was not performed. No other information can be provided. No additional information about treatment and outcome was provided.

Manufacturer narrative:
Initial reporter occupation: occupation is wife to the patient/consumer. The case was sent to the manufacturer for investigation. It was noted that there was a slight presence of blood on the swab after swabbing his nose. If using the swabs with blood on it, there is a possibility that it affects the result interpretation because the blood dissolved in buffer solution can make the test result window red. Product labeling states: "if you suspect the presence of blood on the swab, discard the swab, make sure you are not bleeding, and repeat the test with a fresh one."